Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the x-arm of the pipette assembly was missing power. The dcm pcb and dc motor for the x-arm were replaced. The instrument was inspected, tested without further problem, and returned to service.